Manufacturer narrative:
Infutronix is waiting for the affected device to be returned.

Event description:
Testing technician reported pump did not alarm upstream occlusion when the line was clamped during a functionality test between uses. Device operator was a testing technician. There was no patient involvement. The contract manufacturer of the affected device is zyno electric & machinery ltd, shanghai.

Manufacturer narrative:
A review of the device history record has been completed. This pump passed all previous tests. Complaint data was was reviewed, there are no previous complaints on this device. Analysis of the returned device is complete. The results are below: the event log was reviewed, and it was confirmed that the pump alarmed upstream occlusion 1 once during an infusion. The pump was then connected to an administration set (hs-008, lot # 2203016) and the upstream occlusion alarm was tested. A 20 ml infusion was started, and the proximal end of the tubing was clamped, and the complete upstream occlusion alarm was triggered, including the audio queue. The line was unclamped, and the infusion ran until completion without a false upstream occlusion alarm taking place. The reported issue is not confirmed. Pump meets passing criteria.